Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were occluded and did not allow fluid to flow freely through the intravenous (IV) catheter. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted a medwatch for this event listed in h10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.